Manufacturer narrative:
Investigation: observations and testing could not be performed because units were not received for investigation. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. The defect needle retraction failure, as stated as the reported code could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Without a unit for evaluation; there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. Did the evaluation confirm the customer¿s experience with the bd product? No; unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Were we able to reproduce the customer's experience with the bd product? No; unable to reproduce the customer¿s experience because units were not returned for evaluation and testing. Was the device used for treatment or diagnosis? Treatment root cause relationship of device to the reported incident: indeterminate comment: without a sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that the safety mechanism on a bd insyte¿ autoguard¿ bc shielded IV catheter failed to function properly. There was no report of injury or medical interventions.